Event description:
Boston scientific received information that over the past three years, fluctuating pacing impedances were noted on this right ventricular lead. Recently, however, a large spike in pacing impedances from 1000 to 1800 ohms was noted. Additionally, noise was noted on the lead which was oversensed, leading to inappropriate anti-tachy pacing by the device. The physician suspected a lead fracture was the root cause of the issue. A possible lead revision may be scheduled in the near future. No adverse patient effects were reported.

Event description:
Boston scientific received information that over the past three years, fluctuating acing impedances were noted on this right ventricular lead. Recently, however, a large spike in pacing impedances from 1000 to 1800 ohms was noted. Additionally, noise was noted on the lead which was oversensed, leading to inappropriate anti-tachy pacing by the device. The physician suspected a lead fracture was the root cause of the issue. A possible lead revision may be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.